Event description:
B3: date of the event is unk. During the colonoscopy procedure, the physician could not get any cautery from the gold prove hemostasis catheter. The case was completed with another of the same device. The pt's condition is reported to be fine.

Manufacturer narrative:
The suspect device is not available for the eval, as it is disposed in the facility. The relationship of the event and device is undetermined.